Event description:
It was reported that, during a left tka w/wo patella resurfacing (left) surgery, while using the nonrim speed pin 110 sterile, its tip broke off into the patient's bone. The physician decided to leave the pin inside of the bone. It is unknown how long, if any, surgery was prolonged as consequence of the incident. The patient is doing well. No complication has been reported; next visit was scheduled for (B)(6) 2023.

Manufacturer narrative:
H10. Additional information in b5, b7 and h6 (health effect - clinical code & health effect - impact code).

Event description:
It was reported that, during surgery, while using the nonrim speed pin 110 sterile, its tip broke off into the patient's bone. The physician decided to leave the pin inside of the bone. It is unknown how long, if any, surgery was prolonged as consequence of the incident. The patient is doing well. No complication has been reported; next visit was scheduled for (B)(6) 2023.

Manufacturer narrative:
Additional information in a1, a2, a3, a4, b5 and b7.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation; therefore, a device analysis could not be performed. However the provided analysis of the patient¿s x-rays of his tibia/fibula confirmed a small metallic fragment was noted in the anterior tibia. The clinical/medical investigation concluded that, based on the limited information provided, the definitive clinical root cause of the reported nonrim speed pin tip breakage could not be determined. The non-implantable nonrim speed pins are comprised of stainless steel, and they are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. Per the complaint, the surgeon decided to leave the nonrim speed pin tip inside of the patient¿s bone. Therefore, micro-motion and/or migration of the retained pin tip is unlikely. Although, we cannot make conclusions on the impact of the non-implantable foreign body. According to the report, the procedure was completed with the same device. However, it is unknown if there was a surgical delay. Of note, the patient is doing well, no complications were reported, and the patient was scheduled for a follow-up visit 10-10-2023. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for speedpins in caution section revealed that single use devices should not be reused due to risks of breakage. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Based on the information provided, the unsatisfactory experience could be confirmed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Competent authority report number: mw5145678.

Event description:
It was reported that, during surgery, while using the nonrim speed pin 110 sterile, its tip broke off into the patient's bone. The physician decided to leave the pin inside of the bone. It is unknown how long, if any, surgery was prolonged as consequence of the incident. It is also unknown what the current health status of the patient is.